Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage at the quick release on (B)(6) 2025 which resulted in high blood glucose (300-400 mg/dl). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.